Event description:
It was reported that the right atrial and right ventricular leads had high thresholds which resulted in device battery depletion. The right atrial lead was capped and replaced. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.